Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: autoimmune reaction. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent an unspecified breast surgery with two 325cc mentor smooth round moderate profile saline breast implants and experienced unexplained systemic symptoms postoperatively, including adrenal failure, rectal bleeding, gi issues, weight loss, fatigue, cytomegalovirus, hemorrhoids, nausea, sweating, near blackouts, body aches, celiac artery compression syndrome, high tpo, low energy, delayed healing, sinus infections/colds, lactic acid buildup, gerd, dry eye, ovarian cysts and bilateral fibroadenomas. The patient also reporting having a hysterectomy and gall bladder removal surgery. The patient had a positive ana titer and reports that she was diagnosed with autoimmune thyroiditis. She stated that she suspected her right-sided device was also leaking. The patient reported undergoing multiple colonoscopies and endoscopies, hundreds of blood tests, CT scans, ultrasounds, mammograms, ultrasounds, hemorrhoid banding procedures, and tests for mononucleosis/flu with negative results. As a result, the patient underwent explantation on (B)(6) 2019, and reported implant site calcification upon explant. The patient noted some improvement in symptoms after explantation, but stated that it was still too early to confirm. This medwatch report is for the left-sided implant.